Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, while watching tv. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, advising oversensing of noise, changes in morphology, smartpass disabled and some untreated episodes. The consultant provided recommendations for additional troubleshooting, programming changes by trying a to program to a different vector and x-ray imaging. The device remains implanted. No adverse patient effects were reported.